Event description:
Additional information received identified the patient underwent surgical intervention at which time the patient's lead was left in place but disconnected from the ipg and two new leads were implanted. Effective stimulation was reportedly established postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's penta lead which was previously disconnected from her ipg was later explanted in (B)(6) of 2015. The exact date of explant is unknown to the manufacturer at this time.

Event description:
It was reported, the patient is experiencing ineffective stimulation from her scs system. Patient recently underwent a successful trial for improved stimulation coverage; surgical intervention is planned for a later date for a permanent implant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.